Event description:
It was reported that the air cuf on a smiths medical trach tube could not be inflated during use, so it was immediately replaced. Later it was determined to be an air leak. No adverse patient effects were reported.